Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, off no power test and excessive no delivery test. All operating currents are within specification. Unit rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer reported that the vibrate function activated very loud during bolus or when buttons were pressed. Customer did not believe that anything was loose inside of insulin pump. Insulin pump passed self-test. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.